Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door panel was broken. The field service engineer replaced the panel, and confirmed proper functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was broken. The customer reported that the issue arose while retrieving the medication, which disrupted the dispensing process. There were no adverse events or injuries reported based on this incident.